Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushes became detached in mouth / brushing teeth when the brush parts came loose [device breakage]. No adverse event. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2016 that he was just brushing his teeth with an oral-b rechargeable toothbrush, version unknown when the parts of the oral-b flexisoft brushhead became loose. He stated that it was a pack of 4 brush heads, and the number 2 and 3 brushes became detached in his mouth; he didn't dare use the fourth brush head. This was not the first time he had used these particular brush heads. It was reported that the scratch test was performed and the logos remained. No symptoms developed.

Manufacturer narrative:
12-oct-2016 product investigation results: reporter returned two toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brushes became detached in mouth / brushing teeth when the brush parts came loose / oral-b brushes that had broken off [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2016 that he was just brushing his teeth with an oral-b rechargeable toothbrush, version unknown when the parts of the oral-b flexisoft brushhead became loose. He stated that it was a pack of 4 brush heads, and the number 2 and 3 brushes became detached in his mouth; he didn't dare use the fourth brush head. This was not the first time he had used these particular brush heads. It was reported that the scratch test was performed and the logos remained. No symptoms developed. On (B)(6) 2016 received consumer's follow-up phone call: the consumer reported that he had called about oral-b brushes that had broken off, and he noted that he had sent them in. No further information was provided.